Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. According to the facts found out from the investigation, it could be confirmed that phenomenon had occurred. Since it was not possible to confirm the detailed condition of the actual product in the investigation, it was not possible to estimate the cause of the occurrence. However, the technical evaluation report pointed out that there might be a handling mistake of the facility as well as wear/damage caused by an increase in time and use. A root cause could not be identified. Such events can be detected and prevented according to the following instruction manual: [warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.